Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, foreign objects in scope connector case unit, c-cover and light guide lens. The regional repair center indicated that the most likely cause of the foreign objects in scope connector case unit, c-cover and light guide lens was cause not determined. There was no patient involvement.